Event description:
It was reported that during a placement of hardware for a lumbar decompression and fusion at l4-s1, surgeon decided to reposition a screw after reviewing the x-rays. The locking cap got stuck in the left l4 pedicle screw. Surgeon used removal technique and cap drivers became stripped. Two t25 stardrive shafts and the torque limiting ratchet handle stripped during locking cap removal at left l4, surgeon removed and replaced two locking caps however, one locking cap and screw could not be removed and remain in the patient. On the right side, three locking caps were removed and replaced. Surgeon replaced l5 screw with another screw and cap to complete procedure. The procedure completed, but was prolonged forty-five minutes. This is report 4 of 7 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation revealed that the returned device was received without the handle. The device was disassembled and found the reduction insert was broken across the 4mm holes. Pieces of the broken tabs remained within the assembly. The measurable dimension is within print specification. This complaint is indeterminate from a manufacturing standpoint because the missing and damaged portions of the product makes physical dimensional verification impossible. Based on the condition of the device and the evaluation, the complaint is deemed indeterminate from a manufacturer standpoint. Product development evaluation revealed that the returned persuader was received with implant still attached. Improper assembly (insert not fully seated) likely caused the reduction insert to see excessive loading in the region of failure. Proper assembly technique should prevent part failure. Based on the condition of the device and the evaluation, the complaint is deemed indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 4 of 7 for this complaint (B)(4).